Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition of the device, perforation of vessels, and surgical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. The patient effect of perforation is listed in the electronic perclose prostyle instructions for use (IFU), as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention (pci) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the pci procedure was completed. Reportedly post procedure, the first suture knot was successfully advanced. However, when advancing the second prostyle suture knot, the entire suture came out with the knot formed [malposition] which resulted in a perforation of the artery. Surgery was done to treat the perforation and to achieve hemostasis using arterial patching via the surgery. A clinically significant delay was reported. The patient was reported to be doing well post surgical intervention. No additional information was provided.